Manufacturer narrative:
This report is submitted july 30, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement; reprogramming attempts were made, however, the issue could not be resolved. The implanted device remains. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. This report is filed on october 05, 2018. (B)(4).